Event description:
Catheter placed 6/13/97. On 10/10/97, pt developed folliculitis. On 10/30/97, pt reshaved his arm. During dressing change on 10/30, 2" of catheter remained under dressing, rest was in pt's arm. Catheter removed via cutdown of cephalic vein.

Manufacturer narrative:
The implicated product is a 3.0 fr. Single lumen PICC in a basic tray with micro-introducer kit. The product received for evaluation is two segments of a 3.0 fr. Catheter. The proximal segment has an assembled 2-piece PICC connector attached and measures 3.65 inches long. A 5-dot depth marker is located 0.95 inches proximal to the tubing's distal tip. The distal catheter segment measures 12.55 inches long. A 3-dot depth marker is located 0.25 inches distal to the proximal end. A tubing segment containing the 4-dot depth marker is not included with the complaint sample. A lot history review reveals no related mfg issues and no similar complaints for this lot. A leak is found 1.5 inches distal to the proximal end when flushing the distal segment. This leak is noted without pressurizing the lumen, however, finger pressure over the leak allows water to exit the valve. Microscopic examination of the proximal end of the distal segment shows a broken, irregular edge with a rough, granular face. Likewise, the distal tip of the proximal segment has an irregular edge and granular face. These traits are characteristic of blunt dissection as opposed to sharp trauma. Attempts to mate two broken ends to each other is unsuccessful and confirms a portion of catheter (containing 4-dot marker) is not included with complaint sample. Complaint file does not offer an explanation for missing tubing segment. External catheter breakage and embolization is confirmed. It should be recorded as user-related. Complaint file documents device functioned without complications for approximately four months. Damage at severed ends of complaint sample indicates catheter broke as a result of blunt dissection. Leak in distal segment appears result of sharp instrumentation and may have occurred during device retrieval. Complaint file also notes customer does not routinely employ suture wings. Product instructions for use provides warnings regarding devices as well as instructs user to secure suture wings in place during placement procedures.